Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was over 41 mg/dl at time of incident. The customer stated that they were on liquid diet. Customer was not using auto mode at the time of low blood glucose level. The device will not be returned for analysis.